Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an infant was in an infant warmer using an rt132 infant continous flow breathing circuit with an mr850 humidifier and a viasys sipap machine when "condensation" was observed in the extension piece (non-heated) of the breathing circuit. It was also reported that the temperature probe did not have a reflective cover. The medical center also stated "moisture built in the tubing extension and entered the patient nostrils, causing the infant to become in distress and bradycardic (heart rate slows down)". No further patient consequence was reported as a result of this incident. The medical center confirmed with the fph representative that the infant "is fine".

Manufacturer narrative:
(B)(4). The complaint rt132 infant continous flow breathing circuit was not returned to fph in (B)(4) for further inspection. Our analysis is according based on the event description and additional information provided by the hospital. A lot check was not performed as no lot information had been provided. The hospital reported "child has been moved off the extension piece and a reflective cover was put on the temperature probe. The hospital has not reported any problem with the patient after the setup was changed". The rt132 infant continous flow breathing circuit user instructions (iu) indicate in pictorial format the correct set-up and use of the breathing circuit, including the unheated extension tube. It illustrate that the unheated extension tube is only for use in an incubator; and if the rt132 infant breathing circuit is used in an infant warmer, the temperature probe must be covered with a 900mr208 reflective shield for temperature probe to improve humidifier performance. The purpose of the 900mr208 reflective shield is to protect the temperature probe from radiant heat from the infant warmer. Without this protection, heat from the infant warmer can cause the temperature probe to give an erroneously high reading which signals the mr850 humidifier to produce less heat. The reduction in heating within the breathing circuit can cause an increase in the amount of condensation forming. The hospital further reported to the fph field representative that the infant is "still on sipap and doing well".

Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an infant was on an infant warmer using an rt132 infant continous flow breathing circuit with an mr850 humidifier and a viasys sipap machine when "condensation" was observed in the extension piece (non-heated) of the breathing circuit. It was also reported that the temperature probe did not have a reflective cover. The medical centre also stated "moisture built in the tubing extension and entered the patient nostrils, causing the infant to become in distress and bradycardic (heart rate slows down)". No further patient consequence was reported as a result of this incident. The medical centre confirmed with the fph representative that the infant "is fine".

Manufacturer narrative:
(B)(4). The complaint rt132 infant continous flow breathing circuit is not expected to be returned to fph for investigation. We are currently in the process of obtaining further information in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we have completed our analysis. Not returned to manufacturer.